Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device was experiencing suction issues indicating low flow. The physician tried to reposition the device, however repositioning proved unsuccessful due to the patient¿s anatomy. Instructions were provided to the staff to resolve the issues. No further information was provide.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.